Event description:
On (B)(6) 2019, I had an inspire sleep device implanted to help me with my sleep apnea. After surgery, I had to wait a month to heal. I went to the dr on (B)(6) 2019, for them to turn the device on and start using it. Very shortly thereafter, I started noticing pain in my rib where they placed the sensor which monitors my breathing and tells the device when to stimulate my tongue nerve. Something (they think the sensor) was telling the device to deliver stimulation incorrectly. I went in for further tests and am awaiting their call. However, they suspect that I will need a "revision" which will require them to replace the device and the sensor below.